Event description:
Hill-rom received a report from the account stating the right siderail is broken and needs repaired. The bed was located in recovery. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found no issues with the right siderail. It was functioning as designed. The tech found the left siderail was missing the rivet ratchet, but was still latching. Per the hill-rom service manual, it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the side rails and not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this stretcher in 2007 and 2009-2013. It is unk if the facility performed any other preventative maintenance on this stretcher. The tech replaced the left siderail rivet ratchet to resolve the issue. Based on this info, no further action is required.